Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed architect anti-hbc ii results generated on the architect i2000sr processing module for one sample. The following results were provided: initial result = 0.1, repeat result = 5.0. The customer believes the reactive result is correct. No impact to patient management was reported.

Manufacturer narrative:
Additional information in section d10 concomitant product, corrected information in section e1 last name. The field service representative was troubleshooting the issue observed foam/bubbles in the valve, manifold kit and fitting kit, trigger_pre-trigger of the architect i2000sr processing module. The field service representative replaced both the valve, manifold kit (rohs and fitting kit, trigger_pre-trigger (rohs) and deemed the parts the likely cause for the false depressed anti-hbc ii results. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. The service history of the (B)(6) found no additional falsely depressed anti-hbc ii results were reported post the current event was identified. A review of tracking and trending did not identify any trends for the valve, manifold kit and fitting kit, trigger_pre-trigger, or the architect i2000sr processing module. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed architect anti-hbc ii results generated on the architect i2000sr processing module for one sample. The following results were provided: initial result = 0.1, repeat result = 5.0. The customer believes the reactive result is correct. No impact to patient management was reported.